Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 137 cfus comprised of the following 6 isolates: 1: positive cocci - staphylococcus epidermidis, 2: variable rods - bacillus species, 3: positive cocci - micrococcus yunnanensis, micrococcus luteus, 4: positive cocci - staphylococcus capitis, 5: positive coccobacilli - corynebacterium singulare, 6: positive coccobacilli - corynebacterium singulare, study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 30/jan/2019. The duodenoscope was inspected by pentax medical service on 02/feb/2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, passed dry leak test, eto vent valve loose inner shaft, passed wet leak test, insertion tube lump at stage 1, prism scratched, image mild spot, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace, suction tube mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, suction channel lg, insertion flexible tube, staycoil collar, air/water supply tube lg, segment staycoil assy imp-c/pb-free, adjusting collar, segment assy attaching screw, segment attaching screw. During repairs, the following was found on 06/mar/2019 and addressed during the repair process: segment steel braid cut. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded a total of 2 cfus comprised of the following 2 isolates: 1: positive rods - bacillus pumilus/ b. Safensis, 2: positive cocci - kocuria rhizophila. Study number (B)(4). The duodenoscope was shipped back to the customer on 13/may/2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: (zero) colony forming units(cfu) of high concern bacteria, (zero) colony forming units(cfu) of low/moderate concern bacteria, 1-10 colony forming units(cfu) of low/moderate concern bacteria.